Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photos submitted for evaluation. Bd received one opened unit and two photos. During the initial visual examination, it was observed that the septum of unit was pushed into the top body, confirming the reported defect. The unit was microscopically inspected and found to have no voids in adhesive residue on the top disk and body, indicating an acceptable bond at the time of manufacture. No additional damage to the unit was found during the microscopic inspection. The septum may become pushed in due to excessive force exerted on the septum in the clinical environment or during the manufacturing process. Bd was unable to determine a definite root cause since the device had been used and no manufacturing defects were observed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "1. During use, it was found that the soft septum of the joint was collapse and leaked. 2. No personal injury was caused, but it had a bad influence on the sales of products in the department."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, it was found that the soft septum of the joint was collapse and leaked. No personal injury was caused, but it had a bad influence on the sales of products in the department.